Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during sensor insertion customer discovered the needle was missing. It was mentioned that it happened before sensor was inserted to patient. Advised the customer the sensor would be replaced. No further information provided.